Manufacturer narrative:
The returned product was evaluated and the investigation found to have a kink in the soft cannula. The exact cause of the reported fluid leaking from the needle guard could not be determined. The device download data shows no increase in pulse widths or signs of struggle during the run. Fluid was observed at the distal tip of the cannula when the ratchet gear was rotated. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached between 300 to 400 mg/dl after wearing the pod between 36 and 48 hours on the arm. Patient noted there was insulin leaking at the site.